Event description:
On (B)(6) 2009 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018 a computed tomography (CT) scan of the abdomen revealed a slight tilting of the filter to the right and posteriorly but without the apex contacting the inferior vena cava (ivc) wall. There was a slight caudal migration of the filter with the apex 2.6cm caudal to the lowest renal vein. A filter strut had perforated the ivc wall up to 2mm but without adjacent organ penetration. The left lateral strut was in contact with the aorta wall.

Event description:
On (B)(6) 2009, the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2018, a computed tomography (CT) scan of the abdomen revealed a slight tilting of the filter to the right and posteriorly but without the apex contacting the inferior vena cava (ivc) wall. There was a slight caudal migration of the filter with the apex 2.6cm caudal to the lowest renal vein. A filter strut had perforated the ivc wall up to 2mm but without adjacent organ penetration. The left lateral strut was in contact with the aorta wall.